Event description:
It was reported that the superior vena cava (svc) lead impedance was high and fluctuating since a device replacement procedure. It was further reported that the right ventricular (rv) defib impedance also was noted to fluctuate since the device replacement procedure. Follow up attempts were unable to obtain further information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg, implantable cardioverter defibrillator (ICD),  (B)(6) 2013; 5076, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was later reported that the svc coil had been turned off. When turned back on, high impedance was observed on the svc as well as the rv defibrillation coil. The lead was partially explanted as a locking stylet could not be passed through the lead lumen. A new lead was then implanted.